Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error after exposure to moisture. Button error troubleshooting was performed and confirmed that time is not advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Device passed displacement test and self test. Device received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.